Event description:
Patient contacted depuy stating metallosis, high cocr level, clicking, and a fluid sack. She also stated she now has thyroid issues. Revision surgery is scheduled for october 1st. Medical records were received with primary operative note and sticker sheet. Update: (B)(6) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 - the patient was revised on (B)(6) 2012 to address pain, elevated cocr levels, metallosis, osteolysis, and tissue destruction.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: pt identifier. Added: report source - UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/7/2016: litigation received. The stem is being added for the alleged high metal ion levels. This complaint was updated on: 3/28/2016. Update rec'd 04/29/2016 - litigation papers received. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/6/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, metallosis, and impingement. The cup was noted to be good position, but the surgeon thought the impingement was causing the metallosis. The cup is being added to the complaint. Lab values confirm the elevated metal ion levels.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. Medical records were reviewed. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.